Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to a non-specific product performance anomaly. No additional adverse patient effects were reported.